Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood and tissue. After cleaning and applying the torque directly to the connector pin, the helix was able to be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Visual examination of the lead revealed no anomalies with the exception of damage consistent with that occurred at the time of the procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right atrial (ra) lead was dislodged multiple times. The lead was explanted and replaced to resolve the event. The patient was stable.